Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. Moisture damage was noted on the keypad traces. No error alarms were noted during testing and the insulin pump passed the unexpected restart error test and self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratches on the reservoir tube widow and a missing end cap sticker.

Event description:
It was reported that the customer received excessive no delivery alarms. It was also reported that the customer experienced a (B)(6) software anomaly. Advised insulin pump would be replaced. No additional information is provided.